Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well postoperatively.

Manufacturer narrative:
.

Manufacturer narrative:
Device analysis confirmed the complaint. Lead sc-8216-50 (sn (B)(4))- visual inspection found a setscrew mark located between the edge of retention sleeve and contact #8. The setscrew mark indicates that the proximal end of the paddle lead was not fully inserted into the ipg header. Visual and x-ray inspection of the lead revealed that 4 cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site.